Event description:
The customer reported that during a revision case, the tourniquet cuff lost pressure and there was blood in the operating field. The case was completed but the surgeon could not confirm if the cement was properly applied.

Manufacturer narrative:
Disposition unknown.